Manufacturer narrative:
No conclusion can be made. As reported the patient has a complex surgical history and the information provided is limited. As such we are unable to determine the degree to which the mesh implant may have caused or contributed to the reported hernia recurrence. Hernia recurrence is a known inherent risk of hernia repair surgery and is listed in the instructions-for-use as a possible complication. A lot number was not provided; without a lot number a review of the manufacturing records is not possible. Note the date of event and date of implant are estimated based on the information provided. Should additional information be provided, a supplemental emdr will be submitted. This emdr represent the bard phasix mesh (device #1) an additional emdr was submitted to represent the bard phasix mesh (device # 2) remains implanted.

Event description:
It was reported that the patient had stage 3 bladder cancer in which his bladder was removed and a nephrostomy bag was placed. The patient subsequently developed an abdominal hernia. In 2017 the patient underwent repair of the ventral abdominal hernia with implant of a bard phasix mesh (device # 1). In (B)(6) 2018 the patient underwent repair of a recurrent hernia with implant of a second bard phasix mesh (device # 2). The previous phasix mesh (device #1) was not removed at this time. As reported, the patient is experiencing extreme pain and has a "bubble" where the mesh is located. The patient underwent an ultrasound recently but had not yet received the results. As reported, the pain has prevented the patient from working.